Event description:
Caller reported a malfunction on the pump, specifically code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the caller with the reset, and advised that the customer could continue using the pump. The malfunction code did not recur after the reset. Customer was advised to call back if the issue recurs, which they acknowledged and understood.